Event description:
It was reported that the patient was presented for a scheduled implant procedure. During the procedure, the left ventricular (lv) lead required multiple repositioning attempts due to high capture thresholds and phrenic nerve stimulation, resulting in patient discomfort. The lv lead was subsequently removed and found to be difficult to reinsert over the guidewire, with the lead noted to be stiff. Despite several attempts, the lv lead was unable to advance through the guidewire. The physician elected to remove and replace the lv lead. The patient remained in stable condition.